Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "encapsulated, became hard, changed shape and hurt, with grade iii contracture, contracted causing deformation". Later healthcare professional reported "capsular contracture: iii", " increase in the radial folds", "small amount of periprosthetic fluid" and "apparent thickening of the bilateral fibrous capsule of around 1.1 mm" confirmed via ultrasound and mammogram. This record is for the right side. Device remains implanted.